Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient accidentally disconnected themselves from both power sources. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller, (B)(4), was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed a controller power-up event occurred on (B)(6) 2017 at 03:48:58 followed by a motor start at 03:49:02. The data point before the controller power up revealed that (B)(4) was connected to power port one with 97% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 57% rsoc. The data point after the loss of power revealed that one ac adapter was connected to power port one and (B)(4) was connected to power port 2 with 54% rsoc. As a result, the reported event was confirmed. Based on the log files analysis, the loss of power can be attributed to a disconnection of both power sources as described in the event details. If information is provided in the future, a supplemental report will be issued.